Event description:
It was reported by service report that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the jack was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the jack was drifting. However, the event of the jack drifting was reported in error. Upon completion of the manufacturer's investigation it was determined that the jack was only leaking hydraulic fluid, and no functional impacts were reported.